Event description:
MFR's device registration records indicate that pt had catheter replaced 12/26/1998. Physician reports that device system was explanted because of infection with mrsa. The infection had traveled along the catheter from the back to the front of the pt. Pt has had infections prior to the implant date, but appeared to be infection free at the time of the implant. Date of explant was not available as the chart was not available.